Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Patient sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement . Race - no patient involvement. UDI - the corresponding lot is not subjected for UDI. Expiration date - 2026-01. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). Phone number - unknown. Occupation - unknown. Based on the results of our investigation, the root cause of the complaint is not related to our product or process. Photos of the actual sample were received wherein damage on the blister package was observed which resulted in a small hole near the sealing part. The hole on the top film happens after the blister package has been sealed. Also, no anomalies were observed in the sealing and cutting condition of the package as confirmed by tc. Retention samples were visually inspected and confirmed free from any scratch and damage to the package similar to the condition of the actual sample. Our blistered syringes are transferred from the conveyor into the unit boxes by a loader machine robot. The machine utilizes a vacuum to hold the products during unit boxing. We have further checked the parts of the machine that have contact with the affected portion of the package. Our boxing robot has no sharp edges to damage the blister package. We have an in-process inspection and product confirmation during the boxing process to check the condition of the blister package. No damage to the package such as holes, tears, cracks, or fractures was noted based on our records. Similarly, the lot history file revealed no related trouble or any irregularities encountered during the production of the lot. Prior to shipment, qc performs an outgoing inspection to confirm the condition of the product and its blister package. (B)(4).

Event description:
The user reported that he/she found a small hole on the bottom center of the package of the product, which have been stored in the drawer. The user said that it has been stored in the drawer and could not identify if the hole has been created at the user side. No patient involvement.